Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the surgeon was performing a cholangiogram and was trying to secure the catheter in the cystic duct with an er320 clip applier. The surgeon felt like the clip was occluding the catheter. This was repeated with a 2nd er320. The surgeon then tried to use an er420 and had the same experience. A 2nd er420 was repeated with the same event happening. The surgeon finished the procedure with suture ugatures. The length of extended operating room time is unsure. There was no pt consequence.